Event description:
It was reported that the device exhibited an upstream occlusion alarm. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received on 01-sep-2022 via email and attached in complaint object: there was no patient involvement and the event happened during bench test. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2127-0104-01 d4: correction: model number: 2120.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as the upstream sensor was found to be functioning as intended. Root cause of the reported issue is unknown as no problem was found. Recommend a full preventive maintenance be performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.